Event description:
It was reported that there were nsvt (non-sustained ventricular tachycardia) episodes with high rates lasting 1-2 seconds. The episodes were not frequent, and had been occurring for several years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378: implantable pacing lead, (B)(6) 2006; 4068-45: implantable pacing lead, (B)(6)1996. (B)(4).